Event description:
Small tips (2 or 4 prongs broke off) of arthrocare - ambient super turbo vac 90 broke off during procedure in which device was used. Reason for use: used to cauterize as needed locally.